Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the front panel was broken (chipped) below the scope socket area. Faulty scope socket which caused intermittent b30 error code. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the front panel of the evis exera iii xenon light source was damaged. The issue was found during preparation for use. Inspection and testing of the returned device found faulty scope connector contact, which caused b30 error code. There were no reports of patient involvement. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d8. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the b30 error was caused by a faulty scope socket. The root cause of this event was unable to be identified. During the device evaluation, it was found that a non-olympus lamp was used in the subject device. This defect is not considered severe enough to cause a potential adverse event. Olympus will continue to monitor field performance for this device.